Manufacturer narrative:
Concomitant medical products: logic cc tib insert size 3, 9mm (cat# 02-012-65-3009 / (B)(4). Logic post. Aug. Block size 3, 10mm (cat# 02-010-06-0532 / (B)(4). Cc distal fem augment sz 3, 10mm (cat# 208-06-03 / (B)(4). Cc distal fem augment sz 3, 10mm (cat# 208-06-03 / (B)(4). Logic post. Aug. Lock size 3, 10mm (cat# 02-010-06-0532 / (B)(4). Logic stem ext 18mm x 120mm (cat# 02-012-60-1812 / (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of both patient conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Section d1: brand name section d4: model number, catalog number, serial number, unique identifier (UDI) # section d6b: explanted date. Section d10: concomitant medical products: - logic tibia ps mod insrt sz 3 15mm (cat# 02-012-35-3015 / serial# (B)(6)). G4: PMA/510(k)number.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient, weight (B)(6) lbs., had a planned revision to a logic prosthesis due to ¿over time the femoral component loosened¿. The initial implant date is unknown. The surgeon left the tibia alone, revised the femur with a revision femoral component, distal and posterior augments, and stem extension with a cc poly. Patient was last known to be in stable condition following the event.